Event description:
It was reported that pump experienced malfunction alarm with code malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support using provided reset instructions, malfunction did not recur after reset, and customer was advised to continue using pump, with technical support planning follow-up after call disconnected.